Event description:
Bioprotect balloon was placed on (B)(6) 2024. The patient was referred to emergency room on (B)(6) 2024 for a temporary urinary retention, foley placed and patient discharged same day. Foley removed on (B)(6) 2024. The patient is reported to be in good condition. The radiation therapy will be conducted as planned.